Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector. The system operates as intended.

Event description:
It was reported intermittently the system displayed black images. This is a reportable event.